Manufacturer narrative:
The data associated with the discrepant results were reviewed. There were no issues with the calibrations performed using the reagent lots. There were no issues with negative and positive control values on the dates the sample was tested. However, it was noted that the control lot (8p10-10 lot 96285fn00) was expired (15 sep 19). Review of complaint activity associated with the complaint lots identified normal complaint activity. Review of tracking and trending reports for the alinity I hbsag qualitative ii assay did not identify any related trends. Return testing was not completed as returns were not available. Using worldwide field data the performance of reagent lot 07061fn00 and associated sublots manufactured with the same material were evaluated and are performing similar to other reagent lots in the field confirming there was no systemic issue. Manufacturing documentation for the likely cause lots were reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect hbsag ii assay was identified.

Manufacturer narrative:
This report is being filed on an international product, alinity I hbsag qualitative ii, list 08p10-22, that has a similar product distributed in the us, list number 08p10-21/-31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No further information was provided. Refer to related manufacturer report number 3008344661-2020-00002 for the device evaluation of a second lot of alinity I hbsag qualitative ii; 3008344661-2020-00006 and 3008344661-2020-00007 for the device evaluation of the alinity I hbsag qualitative ii confirmatory reagent lots.

Event description:
The customer reported false repeat reactive and confirmatory positive alinity I hbsag qualitative ii and hbsag qualitative ii confirmatory results. Sample ID (B)(6) generated 2.33 and 2.45 s/co on the hbsag assay and multiple confirmed results with neutralization results ranging from 101 to 103% neutralization. The sample was tested at a reference lab and generated negative results on architect hbsag quantitative, architect hbsag confirmatory, and elisa methods. No impact to patient management was reported.